Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the lab. For the extraction of the right ventricular lead with an acute increase in impedance and capture threshold. The lead was explanted and replaced. And then a fluoroscopy was performed and it was revealed, that the atrial lead had fallen or lost all its slack. The right atrial lead was also, explanted and replaced. There were no patient consequences.